Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 181 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motor error alarm, off no power alert, low battery alarm or blank display was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test, excessive no delivery alarm test and off no power test. The insulin pump had operating currents within specification. The motor was tested outside of the device and passed. A grinding motor noise was noted during the displacement test due to a faulty motor. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.